Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving an unknown drug via an implantable pump. The event date was unknown. The patient was not experiencing effective therapy (also reported as loss of effect) and did not want the pump anymore. There were no factors that may have led or contributed to the issue. It was unknown as to whether troubleshooting was done. The system was explanted on (B)(6), would not be replaced in future and the explanted pump would not be returned as it was discarded by the customer. At the time of this report, the issue was resolved, patient status was ¿alive ¿ no injury¿. No further complications were anticipated/reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative on (B)(6) 2017 reported the patient's weight was (B)(6), and the information was confirmed with a healthcare professional. No further complications were anticipated/reported.